Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitor would intermittently display a black image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.